Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device was returned for analysis with all labels intact and in good condition. Visual inspected the pump and found the reported error code displayed during power up. Further investigated the pump and found no problem with device. The device was improperly used by the customer. No problem was found. The reported event could not be repeated and the pump was found to be operating properly. Actions were taken to mitigate the reported issue: the error code was cleared. The device passed functional/delivery tests. Review of the investigation could not identify a root cause; error is transitory in nature. The device history record review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code lec 31209 . No adverse effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 31209 was verified. The event log did show the error code occurred. Service found the pump to be in working condition and states it was improperly used by the user. Use testing was performed. The problem source is the user.

Event description:
Additional information received. No patient involvement, did not occur on the patient and the event did not cause or contribute to patient or clinical injury. Updated event date.